Event description:
On 06/05/2018, is was reported by the sales representative the patient was admitted into the hospital same day (B)(6) 2018 and received lasix. The patient was sent to the intensive care unit (ICU) and intubated. The patient was discharged on (B)(6) 2018. The fluid used was normal saline (ns).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated supplement medwatch, manufacturer's report# 1222780-2018-00115. It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2018, using two disposable devices and the fluid deficit increased to 3200 ml. The patient was exhibiting difficulty breathing and transferred to the intensive care unit (ICU). It is unknown what intervention was provided. We have been unable to obtain additional information surrounding this event.